Manufacturer narrative:
Corrections: emdr data - FDA registration number (montbonnot - 3000931034), g1 (legal manufacturer), g1 (manufacturing site). The reported event could not be confirmed on the returned device. The device inspection revealed the following: visual inspection: the received device shows no presence of any bio matter on to the surface or into the grooves of stem. However, the device is extensively used as evident by wear, scratches, discoloration, abrasion marks and faded laser markings for the inclination angle. Overall damage indicates frequent usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material manufacturing or design related problems were found during the investigation. Based on investigation the reported issue is not confirmed. However further use of the device is not recommended as device is worn out due to extensive usage. A scope of improvement is in progress to prevent the recurrence of the event. If more information is provided, the case will be reassessed.

Event description:
Upon inspection of tray at warehouse, blood/bone found inside instrument.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
Upon inspection of tray at warehouse, blood/bone found inside instrument.